Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to the emergency room due to high blood glucose on (B)(6) 2019 at 12:55 pm with the blood glucose of 518 mg/dl. The customer experienced the symptoms related to the high blood glucose such as nausea, dizziness. The customer was treated with the manual injection. The troubleshooting was performed for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.